Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb, biphasic module pcb and relay assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and determined the cause of the malfunction to be a failed ic chip, designator u6, from the therapy pcb assembly. There was no failures found with the removed biphasic module pcb or relay assembly.

Event description:
During a routine device inspection, physio-control found that the device would not deliver charged defibrillation energy. There was no patient use associated with the event.